Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 01-oct-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative (rep), healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had complained of discomfort at back right at the anchor site. Also, patient complained of discomfort at battery pocket. Patient reports taking a fall about 3 weeks ago. No diagnostics or troubleshooting performed, the device is working well capturing her pain. The patient was taken to surgery on (B)(6) 2021 to put in another anchor at back lead site. Existing bumpy anchor that was used from the lead was removed and a new bi wing anchor  was inserted. Also, the doctor revised the battery pocket, as patient had complained of discomfort at the site. The battery was found to be upside down when opening the pocket. The issue was resolved at the time of the report.